Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented post-procedure. It was noted that right ventricular (rv) lead exhibited noise. The noise was reproducible. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.